Event description:
It was reported that towards the end of da vinci gastric sleeve with hiatal hernia procedure, the surgeon observed that the patient had a liver laceration. Using a laparoscopic cautery instrument, the surgeon was able to stop the bleeding from the defect. The planned surgical procedure was completed and no patient harm was reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) who reported this complaint. According to the csr, she was present during the entire procedure. The csr, surgeon and patient side assistant did not observe when the defect to the patient's liver occurred. The csr indicated that the surgeon was able to control the bleeding experienced by the patient using a traditional laparoscopic hook instrument. After discussing the issue with the surgeon, the surgeon indicated to her that the injury may have occurred when the patient side assistant introduced a laparoscopic stapler instrument through an assist port site; however, he was unable to confirm this. According to the csr, the patient did well and did not require a blood transfusion. There was no allegation that a malfunction of the da vinci surgical system instruments and/or accessories occurred during the surgical procedure.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the intra-operative injury sustained by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. This complaint is being reported due to the following conclusion: during a da vinci gastric sleeve with hiatal hernia procedure, the patient sustained an injury. There was no allegation by the site that the injury sustained by the patient was caused by the da vinci surgical system, instruments and/or accessories.